Event description:
The patient reported experiencing skin irritation causing bleeding, pain, and a swelling lump at the cannula insertion site, which had occurred while wearing the pod between 5 and 24 hours on her arm. The patient removed the pod, and the next day sought medical attention at (B)(6) (name of practitioner was unspecified). The patient was at the medical appointment for approximately 20 minutes and was not given a diagnosis but was treated with a prescription for flucloxacillin 4 times per day for 2 weeks. She was also told to go to the hospital if the lump worsened.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation no lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: lockdown omnipod software app version: 3.1.2-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.